Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009; cd3369 crt-d, implanted: (B)(6) 2016; 1458q86 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to vegetation in the heart and on the leads. The system was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.